Event description:
As reported by the user facility: it appears that the glue is flaking and allowing particulate to fall off. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Sixteen (16) samples and two (2) photos were submitted to the manufacturer for evaluation. Through visual examination of the photos, flaking around the seal area was observed; however, no glue was used on the manufacturing end during the sealing process. Through visual examination of the received samples, it was noted that small pieces of paper inside the blister was observed. It was determined that the particulate was paper. Based on the investigation, the reported defect is confirmed. While a defect was confirmed, an exact root cause could not be determined. The most probable root cause of the reported event is the flaking coming off from the packaging seal. Machines seal the product and no glue is used during this process. Since there were only 16 out of 35,000 blister packs affected, this event is considered an isolated incident. A review of the non-conformance system database was performed for the reported lot number and no abnormalities or nonconformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.